Event description:
It was reported that the lead exhibited loss of capture and greater than 3000 ohms impedance. In the left ventricular tip to right ventricular coil configuration, impedance was 790 ohms, and there was capture, but the patient experienced diaphragmatic stimulation. Programming was left at subthreshold left ventricular outputs.